Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Unable to obtain explant date, physician or hospital information.

Event description:
It was reported the patient experienced an infection at the lead site. Surgical intervention took place wherein the system was explanted to address the issue. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Due to the lack of product information a device history review cannot be performed.